Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to inadequate pain relief. The patient was doing well postoperatively. The explanted device components were discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime last year to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5019099. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7102430. UDI: (B)(4).